Event description:
Adhesive intestinal obstruction. Spontaneous report was received in 2004 and in 2005 from a surgeon regarding a pt, who underwent a lower anterior resection and side-to-end anastomosis for rectal cancer in 2004. The surgery was a clean contaminated operation with incision of the gastrointestinal tracts and placement of two sheets of seprafilm between the small intestine, greater omentum, and abdominal wall. There was no infection at the site of placement and no placement of anastomotic parts. The abdominal cavity was washed with 3 liters of water. There was no existing non-purulent inflammation or infection. The resected rectum was anastomosed mechanically by vicryl (absorbable monofilament, polyglactin synthetic polymer suture) for the internal layer, and silk (nonabsorbable monofilament suture) for the external layer. The peritoneum incision was sutured by knotting with vicryl and the skin layer was sutured by knotting with soft nylon (nonabsorbable synthetic suture). The pt's medical history is remarkable for malnutrition and anemia. Six days later, the pt experienced a feeling of fullness in the abdomen and subsequent nausea developed. A gastric tube was re-inserted and drained approx 200ml of fluid. The following day, a gastrointestinal contrast test was done and confirmed that the suture was not ruptured and the gastric tube was removed. The closed drain was removed the following day. There was no contaminated drainage. The pt's feeling of fullness returned on the following day. An abdominal x-ray revealed dilatation and a gastric tube was reinserted. 1000-2000ml of fluid was drained each day. An intestinal tube was inserted five days later and 1500-2000ml of fluid was drained each day. The pt underwent a re-celiotomy three days later and it was found that the greater omentum had adhered to the large and small intestines to form one mass. Seprafilm had stayed in gel form between the greater omentum and small intestine, and could not be removed as a strong adhesion had formed and an intestinal injury may have developed. The adhesive obstruction partially overlapped with the placement of seprafilm. Bypass surgery between the stomach and the small intestine was performed. The pt recovered without sequelae four days later. The intensity of the event was reported as moderate. It was the opinion of the surgeon that the life threatening event was probably related to seprafilm.